Event description:
A report of a pump free flowing was received. The pump was set to infuse 1000ml of an unknown fluid at a rate of 250ml/hr on channel "a". The entire 1000ml of fluid was reportedly infused in 30 minutes. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding, medical intervention, age of patient, or medication involved. No pt injury reported.